Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off label usage of the device. On (B)(6) 2025, the patient experienced chest pain and diabetic ketoacidosis (dka). The patient was brought to the hospital where the bg was over 400 mg/dl. The patient reportedly could not remember the reading when the symptoms were experienced. The blood draw was over 400 mg/dl. The patient could not recall the cgm value, but noted it was 50-140 mg/dl lower the cgm reads. Patient was admitted for 5 days and treated with IV fluids and regular medication and insulin. The patient improved after 1 day of treatment. The patient was feeling fine during the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.